Event description:
Device implanted on (B)(6) 2021, adverse event start date (B)(6) 2021, unanticipated, suspected spinal ischemia. Reported as related to procedure and device. Patient outcome - "patient has recovered."

Event description:
Device implanted on (B)(6) 2021, adverse event start date (B)(6) 2021, unanticipated, suspected spinal ischemia. Reported as related to procedure and device. Patient outcome - "patient has recovered."